Manufacturer narrative:
The customer stated that they had the contour next with them for approximately 6 years and it stopped working and was no longer able to be switched on. As per contour next user guide, specifications section - the battery life is approximately 1000 tests (1 year average use). Additionally, as per the user guide, when you are no longer able to perform a test due to low batteries, the dead batteries screen will show. Change the batteries immediately. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured in section d4 (model # and serial #), and device manufacture date (h4) could not be determined.

Event description:
The customer reported that she was unable to perform blood glucose testing with the contour next meter due to dead battery. The customer stated that she passed out. No further event details were provided. The device is not expected to be returned for evaluation.